Event description:
A malfunction alarm with code malf 12 was reported. There was no reported impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, resulting in the malfunction not recurring; the customer was advised to continue using the pump and to call back if any issues arose.